Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B)(4) there were no anomalies found during analysis of the lead. It was noted that the lead was returned with the helix fully retracted, blood and tissue on it, and the distal conductor distorted within the connector, damaged at implant. Blood also noted on distal conductor and helix; the full lead was returned for analysis.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. It was also reported that during implant attempt, the helix broke and would not deploy. The lead was not used. No patient complications have been reported as a result of this event.